Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead triggered a polarity switch due to low, out of range pacing impedances. An insulation issue was suspected. No additional information is available. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead triggered a polarity switch due to low, out of range pacing impedances. An insulation issue was suspected. No additional information is available. No adverse patient effects were reported.